Event description:
Additional info received from the reporter on 03/31/2014: severe back pain, daily migraines, leg numbness, abdominal and pelvic pain, irregular bleeding. #medwatcher #(B)(4).

Event description:
I've had migraine headaches continuously ever since the procedure was done along with lower back pain and leg pain with numbness. I have abdominal pain at least twice a week with crazy irregular periods. Now I have this sharp pinching pain in my vagina, kinda feels like something is poking me internally. I never had any problems before this procedure. I hate essure and what its done to my body.